Event description:
During product service by a service technician, a flo-gard infusion pump was found to present a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, and battery testing were performed. The low battery alarm was identified during battery testing. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.